Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was not engaging. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a loose grip cable inside the housing at the proximal end and at the distal end force amplification pulley. Also, at the proximal end inside the housing, both tall input disks were found with hair line cracks. A clip test was performed and failed, after three attempts the clips would not latch. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a loss of cable tension.